Event description:
It was reported that the customer experienced a high blood glucose of 535 mg/dl and received an unexpected restart alarm on the insulin pump. Customer had eaten sweets and treated with the insulin pump. Customer stated there were air bubbles in the infusion set tubing. Additional alarms were found in the insulin pump history. Customer was contacting her healthcare provider and did not wish to continue troubleshooting at the time. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.